Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: lot # - unknown. Procedure: mohs. Procedure date (B)(6) 2017. Reaction and treatment: side of torso: two sutures tissue red and swollen itchy within one week of suture swelling subsided 6 months later after injection with steroid. Current condition: very little itch and swelling slightly red.

Event description:
It was reported that a patient underwent a mole removal surgery on the side of torso on (B)(6) 2017 and suture was used. One week after the procedure the patient experienced a reaction to the suture. The tissue was red , swollen and itchy . The swelling subsided 6 months later after injection with steroid. The patients current condition is very little itch, swelling and slightly red. Additional information was requested.